Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond and now the button has completely stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (274 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.